Manufacturer narrative:
The infection event was reported under MFR. Report # 2017233-2019-00753.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2015, a patient was implanted with a gore® viabahn® endoprosthesis with propaten bioactive surface in the leg. On (B)(6) 2015, the device occluded, and surgical thrombectomy with a ptfe bypass graft procedure was performed. On (B)(6) 2019 the graft was explanted because of infection. (Reported separately). Device was discarded at the facility.